Event description:
It was reported that a revision surgery was performed in which all implants were removed due to periprosthetic infection.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. The devices were manufactured in 2015 and 2016. Our investigation including a review of complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. Products were sterilized according to sterilization release documentation from quality control. A clinical analysis noted that based on the information provided, the only product failure was for the 2nd revision on (B)(6) 2018. The procedure notes documented ¿mechanical complications of device with failure of fixation mechanism ¿ arthrofibrosis with severe range of motion limitation ¿ failure of the anterior locking component of the tibial poly insert and tibial base plate. The root cause of this failure cannot be concluded, however the documented arthrofibrosis cannot be excluded as a contributing factor. No current or updated information regarding the patient¿s current status has been provided at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.